Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the option keys got lost and the device is no longer operative. Correction: set correct real time clock (rtc) in service software page 1401 and restart the unit. Enter the adult activation code and restart the unit.

Event description:
The following was reported to hamilton medical ag: summary: options disappeared / options not found.